Manufacturer narrative:
H.6. Investigation: two (2) samples and two (2) photos were provided by the customer for investigation. The two (2) samples returned were two (2) blister packs which were still connected to each other. There is a fiber or hair which is present in both blister packs in such a way that it appears to have been one (1) fiber or hair which was cut by the air knife when the blister packs were being cut. The samples were visually examined using 40x magnification and it was determined that the fiber was indeed a hair. Two (2) photos were provided by the customer for investigation. The first (1st) photo shows the two (2) returned samples viewed from the bottom web. The hair is visible in the photo. The second (2nd) photo shows the top web of the two (2) returned samples which provides the material number and information along with the batch number. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered through seal of packaging with a bd precisionglide¿ needle. Thus compromising the sterility of product. This occurred with 2 packages prior to use. The following information was provided by the initial reporter: it was reported that a hair was found inside the sealed packaging of the needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered through seal of packaging with a bd precisionglide¿ needle. Thus compromising the sterility of product. This occurred with 2 packages prior to use. The following information was provided by the initial reporter: it was reported that a hair was found inside the sealed packaging of the needles.